Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer blood glucose at the time of hospitalization was over 39 mg/dl. Customer stated that she was in a car accident, she was driving and her blood glucose went down and passed out. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.